Event description:
It was reported the patient was unable to turn on system stimulation. It was also reported the patient was receiving warning low battery and subsequently stim off messages on her patient programmer. Follow-up identified the patient is no longer receiving stimulation due to battery depletion. Additionally, it was reported the patient's high parameters contributed to the depletion. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.